Event description:
#Medwatcher #(B)(4). I began having a severe allergic reaction all over my body that resulted in whelps. These whelps ran from my face, neck, shoulders, legs, hands. They became si intense, I checked into urgent care and was given an epipen. Several months later I started experiencing severe abdominal and pelvic pains. Upon experiencing these pains I was given a transvaginal scope which showed placement of device and subsequent cysts. Almost a year later I have a severe bloated stomach that continues to grow and unexplained weight gain of 20 pds. In the past year.